Event description:
The pt was implanted with an ams monarc sling to ¿treat her stress urinary incontinence.¿ it was reported that the pt has ¿experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.